Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product was opened in a staff in-servicing training event and the device was unable to be fired as the adjustable firing knob was broken and had fallen off the device. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received with firing knob broken. The sulu was received preloaded in the device with a full complement of staples and the interlock set. No knife blade damage was noted. The single-use loading unit (sulu) was loaded into a test unit. The sulu and test unit were applied to appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing it to detach or break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.